Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons are hard to pressed. Customer's blood glucose value was unknown. The customer stated that insulin pump was delayed insulin delivery and actually make sound. Customer stated that insulin pump seems to be wearing out and delayed. Customer was declined troubleshooting with technical support. The device will not be returned for analysis.